Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This manufacturer report pertains to the first of two devices used during the same procedure. It was reported to boston scientific corporation that a capio slim device was opened and intended to be used in a sacrospinous fixation procedure performed on (B)(6) 2022 for the treatment of prolapse. During preparation, the "carrier extended but got jammed in the cage and had to be pulled back with force" (unable to retract automatically) when the device was tested outside the patient. The procedure was completed with another capio slim device. There were no patient complications reported as a result of the event.

Manufacturer narrative:
Block h6: device code a0510 captures the reportable event of carrier unable to retract. One capio box was returned with three pouches of capio slim devices inside. There was one used capio slim device out of its original pouch and two more unopened capio devices in their original pouches. No deployment suture was received. A visual examination of the used capio slim device revealed that the device ten riveting pins, the catcher and the head were observed to be in good condition. A functional analysis was also performed using a suture dart for testing and was repeated three times. The functional analysis revealed that the needle was loaded into the carrier, the device deployed properly and the needle penetrated into the cage without any issues. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the analysis of the returned device, the alleged complaint of carrier retraction problem could not be confirmed as no issues were noted with the device testing during device analysis. Therefore, the investigation concluded that the most probable cause for this event is no problem detected. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Note: this manufacturer report pertains to the first of two devices used during the same procedure. It was reported to boston scientific corporation that a capio slim device was opened and intended to be used in a sacrospinous fixation procedure performed on march 25, 2022 for the treatment of prolapse. During preparation, the "carrier extended but got jammed in the cage and had to be pulled back with force" (unable to retract automatically) when the device was tested outside the patient. The procedure was completed with another capio slim device. There were no patient complications reported as a result of the event.